Event description:
It was reported that battery depletion was observed. Premature eri suspected. Device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on device settings the device was found to be below expected limits. No high current drain sources were found throughout testing. The battery was returned to the vendor for further analysis. No anomalies were detected.